Manufacturer narrative:
The device has not been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmers screen was not responding. Fixed by rebooting the programmer. It was mentioned that the problem happened twice. No adverse patient effect was reported. The programmer was being returned.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. Functional testing was performed and an issue associated to an observation of peak amplitude was verified, this was traced to a microphone cable, however it was not linked to the reported touchscreen issue. Baseline checks were completed and no issues were observed. The programmer was powered on and the logfile was downloaded; data review revealed that no error codes had been recorded. Additional diagnostic tests were performed and the device performed as expected. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer's screen was not responding. Fixed by rebooting the programmer. It was mentioned that the problem happened twice. No adverse patient effect was reported. The programmer was being returned to boston scientific for analysis.